Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a big air bubble. It was further reported that it was not possible to get out the air of the system. This issue was identified before use. There was no patient involvement.  No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received contained approximate 250ml fluid in the bladder. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of air bubble inside the bladder or the tubing line. A functional flow test was performed by opening the blue slide clamp and blue winged luer cap which observed a continuous flow coming out at the distal luer. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.